Event description:
Reported via clinical study, it was reported thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 40 mm watchman flx pro closure device was implanted. The patient was discharged. At the routine 45 day follow up, computed tomography (CT) imaging showed a grade 2 device related thrombus. No corrective actions or additional diagnostic testing were performed in response to the finding. No further information was provided.

Manufacturer narrative:
D4 unique identifier (UDI) #: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain the information. Because the product lot is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.